Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Review of the log file submitted by the account confirmed pump stoppage events. Based on experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the pump stops and hazard alarms that occurred while the patient was supported by their mobile power unit (mpu) could be indicative of driveline damage. The account reported that the patient had had two pump stoppage events. The patient¿s driveline was inspected with no concerns of damage. No x-rays of the driveline were performed. Plan of care for the patient included continuing to monitor. The submitted log file, which contained data from (B)(6) 2021 to (B)(6) 2021, captured two pump stop events on (B)(6) 2021 and (B)(6) 2021, respectively, with corresponding hazard alarms for low speed and low flow. These events occurred while the system was supported by the mpu. No other notable findings were identified. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until ultimately expiring on (B)(6) 2021. (Refer to MFR # 2916596-2021-03464) both the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook contain driveline care instructions and detail signs of driveline damage. They state to inspect the driveline daily for cuts, holes, or tears, and that the patient should contact their hospital immediately if damage is suspected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had 2 episodes of pump off alarms while on the mobile power unit (mpu) power. The patient's driveline was inspected and showed no concerns. A review of the log file noted a couple of pump stop events on (B)(6) 2021 at 04:20 and another event on (B)(6) 2021 at 05:13. These events occurred on mpu power. Technical support noted that this type of behavior has been linked to potential issues with the percutaneous lead with a short to shield. Technical support recommended that the patient use battery power or a power module with a non-grounded cable. It was later noted that the black cable cord of the pocket controller had breakdown. Related manufacturer reference number: 2916596-2021-01907.